Event description:
It was reported the " frame that holds the seat was cracked".

Manufacturer narrative:
It was reported the " frame that holds the seat was cracked". Customer reported she noticed this issue when she "sat on the unit she noticed it was wobbly." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.